Event description:
Same case as MFR's #:6000118-2006-00038. Prior to a rotational atherectomy procedure, the floppy rtw guide wire fractured outside of the pt. During plaforming outside of the pt, the physician noted the smell of burning metal. The floppy rtw guide wire fractured at the tip of the burr. It was felt the burr "grabbed onto" the wire and caused the fracture. The procedure was completed with another of the same device. No pt injuries or complications were reported.